Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began around (B)(6) 2015 (time not provided). The patient stated that he obtained a result of "332 mg/dl" using the subject device compared to an a1/c result of "7.7 mmol/l". The patient manages his diabetes with a combination of metformin 1000 mg and humalog 70 iu's diabetes medications. The patient stated that he took his usual dose of metformin and humalog medication (including sliding scale) daily in response to the alleged product issue. The patient denied that symptoms developed or that he received treatment. The patient stated that he visited his doctor's office on (B)(6) 2015 at 2:00pm, where he received a blood glucose test; the result of which was greater than 500 mg/dl. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strips had not expired or been open for longer than the discard date and the patient did not have control solution available to perform a walk-through test, replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly obtained a blood glucose result exceeding 500 mg/dl after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.